Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2010 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted and explanted at (B)(6) by dr. (B)(6). Additional physician: (B)(6). Block h6: patient codes 3191, 1994, 1695,1928, 2120, 2422, 2061, 2119 capture the reportable events of surgery(sling removal), pain, adhesion, incontinence, urinary tract infection, obstruction of the urethra, scarring and urinary retention. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed block.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was implanted on (B)(6) 2010 and was explanted on (B)(6) 2011. As reported by the patient's attorney, post procedure, the patient experienced pain and discomfort including dyspareunia as a consequence of the use of mesh. On (B)(6) 2010, the patient was examined and vaginal adhesions were noted. These were separated during a minor surgical procedure. She continued to suffer from urinary incontinence but her proplapse symptoms improved until 8 months later, she began to suffer from worsening pelvic pain. On (B)(6) 2011, she underwent surgery for removal of the mesh. The histology report describes fibrocollagenous tissue with a giant cell inflammatory reaction. On (B)(6) 2013, she underwent further surgery to repair her anterior vaginal wall without the mesh and further botox injections into her pelvic floor. She continued to suffer from urinary incontinence and pelvic pain with spasm of her pelvic floor. She was treated on several occasions with botox injections to her pelvic floor. This did not provide lasting relief from her symptoms. On (B)(6) 2015 she had further botox injections into her pelvic floor but did not provide any relief from her pelvic pain. She continues to suffer from chronic pelvic pain and is awaiting further treatment. ***additional information (B)(6) 2019*** on (B)(6) 2012, the patient had a number of courses of antibiotics for urinary tract infection since her mesh removal. During vaginal examination, the patient's bladder was not tender but the pelvic floor was in spasm. On (B)(6) 2012, the patient was seen by her physician. She is known to have quite severe bladder symptoms as well as a known obstruction of the urethra. On (B)(6) 2016, it was found that the patient had urinary retention and was catheterized. On (B)(6) 2019, upon physician's review, the patient had severe incontinence and was leaking constantly. She also had severe nocturia and frequency. On examination, the bladder was severely tender and there was scarring noted.

Manufacturer narrative:
Date of event: date of event was approximated to 02/23/2010 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted and explanted at st. Mary's hospital, paddington, london by dr. Vik khullar. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was implanted on (B)(6) 2010 and was explanted on (B)(6) 2011. As reported by the patient's attorney, post procedure, the patient experienced pain and discomfort including dyspareunia as a consequence of the use of mesh. On (B)(6) 2010, the patient was examined and vaginal adhesions were noted. These were separated during a minor surgical procedure. She continued to suffer from urinary incontinence but her proplapse symptoms improved until 8 months later, she began to suffer from worsening pelvic pain. On (B)(6) 2011, she underwent surgery for removal of the mesh. The histology report describes fibrocollagenous tissue with a giant cell inflammatory reaction. On (B)(6) 2013, she underwent further surgery to repair her anterior vaginal wall without the mesh and further botox injections into her pelvic floor. She continued to suffer from urinary incontinence and pelvic pain with spasm of her pelvic floor. She was treated on several occasions with botox injections to her pelvic floor. This did not provide lasting relief from her symptoms. On (B)(6) 2015, she had further botox injections into her pelvic floor but did not provide any relief from her pelvic pain. She continues to suffer from chronic pelvic pain and is awaiting further treatment.